Event description:
It was reported that the bd nexiva¿ closed IV catheter tip was damaged. The following information was provided by the initial reporter: the customer is complaint about the needle is a straight cut and not bevel and it is causing pain to the patient when used. Occurrence: multiple occurences sample: yes, 3 sample. Needles is used, please mail customer return kit additional information from dchu: catheter tip integrity was found in addition to the needle being dull/blunt.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples submitted for evaluation. The report of a damaged needle was confirmed, and the cause appeared to be manufacturing related. Three 18g nexiva devices from lot #2005335 were provided for investigation. One sample was received in sealed packaging. The sealed unit and one open unit exhibited a blunt/deformed needle tip, which likely contributed to the reported pain during use and failures during penetration testing of the unused/representative sample. No issues related to improper needle orientation were observed on the returned samples. The sealed sample was tested with the penetration and drag fixture, which simulates needle tip penetration, catheter tip penetration, and catheter threading performance. The sealed sample exceeded the specifications for needle tip penetration force and catheter tip penetration force, which likely contributed to the reported issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.